Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08088.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08088. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 whereas the lead was buried deeper into the fascia. Effective therapy was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Concomitant device inadvertently omitted from the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR report#1627487-2015-08087.it was reported after a reprogramming session, the lead has migrated close to the skin's surface. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.